Event description:
The zenith device was placed without complications. The pt's anatomy was good except for a small amount of plaque at the left renal artery. The final angiogram revealed a proximal type I endoleak. The physician used a 40mm coda balloon to re-balloon the proximal fixation site. Apparently the physician was unaware that the 40mm balloon had been ordered instead of the 32mm balloon. Info provided states that the balloon was inflated and was just barely outside of the graft when the aorta ruptured. The procedure was converted to an open surgical repair. The entire zenith graft was explanted, including the suprarenal stent and another graft was sewn into place. Two zenith main body extensions were also placed with the sewn in graft. When blood flow was restored, it was noted that the iliac had not been ligated and back bleeding occurred. The pt subsequently expired after being in surgery for about eight hours.